Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found both rv cables fractured in the rv leg 3cm from the connector pin under the df-1 connector boot near the end of the strain relief coil. The fracture damage could cause the reported high lead impedance and noise anomalies. A surface abrasion on the connector boot starting at 3cm from the pin extending out to 4.3cm indicated that the lead may have pulled tight tly around the ICD at 3cm and was flexed. This is characteristic of a fatigue fracture.

Event description:
It was reported that during competitor's device change out, a lead fracture was noted under x-ray. Noise and high lead impedance was observed. The lead was explanted.